Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the operating room team interface (orti) screen on the tower began flickering and became frozen after an endoscope error message was triggered. The issue was resolved by replacing the endoscope with a 30 degree endoscope. There was no patient injury. No negative impact in state of health reported.